Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10686. It was reported that st elevations, hypotension and rv (right ventricular) dysfunction occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. However, during the procedure the patient's blood pressure dropped to a systolic atrial pressure of 60mhg for a period time. This was treated with fluid and vasopressors via anesthesia. They experienced st elevations and rv (right ventricular) dysfunction that resolved on its own/untreated. The closure device was successfully released. There were no recaptures performed during the procedure, the closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. The patient recovered during the case, was extubated and was able to move all of their extremities. They were then transferred to an observation unit and remained stable over night. They were discharged the following day.